Event description:
A customer contacted baxter's technical service center reporting the water was coming out of the top of the patient line during prime on home choice (hc). The technical service representative (tsr) explained to the hp the hc would sometimes push fluid up through the patient line while pushing bubbles out as well. The hp stated ok. The tsr explained to the hp to close the clamp on the patient line when the patient line is full. During a follow up call with the home patient (hp) on (B)(6) 2012 regarding the overprime of the patient line, the hp stated he continued with therapy on the cycler and discarded the supplies. Product surveillance (ps) asked the hp if he stacks his bags on the heater and he stated yes, he did. The hp will change this and not stack the bags in the future. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime-leak out of patient line during the priming stage, where the home patient stated the water was coming out of the top of the patient line and that he stacks his bags on the heater. This complaint is confirmed because having more than one bag on the heater pan is a known cause of this type of problem. A labeling review found the labeling to be adequate for the use/user error identified in this incident.